Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml saline fill ce was missing label information. The following information was provided by the initial reporter: bd posiflush packaging issue. Packaging box of bd posiflush is different and appears empty without any description.

Event description:
It was reported that syringe 5ml saline fill ce was missing label information. The following information was provided by the initial reporter: bd posiflush packaging issue. Packaging box of bd posiflush is different and appears empty without any description.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 0238295. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, one shelf carton was observed with no graphic printed. To further investigate this issue, two retained shelf cartons of product belonging to the same lot number were obtained. The retained shelf cartons were inspected and no signs of defective or missing graphic were detected. This incident resulted from a supplier issue. The shelf cartons are printed at a separate facility. Shelf cartons arrive at the manufacturing facility unshaped and the operator feeds a handful of shelf cartons into a machine to be folded. During this process, there is a possibility to detect a blank shelf carton before the carton is filled and closed. This is a fast process and it is possible that this blank shelf carton went undetected. This incident was not identified during the inspection of the raw material. As the amount of shelf cartons used and received per day is very high, we believe this was an isolated incident and further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.